Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative inspected the lemo connector pins and checked the debug files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message during an exam. No patient injury was reported.